Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the introducer needle was hard to remove. The event occurred while insertion. The site was abdomen. The angle at which it was removed was flat. No further information available.